Event description:
It was reported that bd q-syte closed luer access device leaks.verbatim:while replacing the IV connector for a pediatric patient, a nurse noticed fluid leaking at the connection point between the connector and the indwelling cannula. The nurse replaced the connector with a new one and reattached it.has this had an impact on patients, healthcare professionals (hcps), users, or other individuals? No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.